Event description:
It was reported that after advancing the iab over the spring wire guide, the user was unable to aspirate any blood from the central lumen. The iab was removed and replaced with no pt complications.